Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, diagnosed by ultrasound. Healthcare professional reported capsular contracture, baker grade ii with pain. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on october 09, 2024, with lot number 2938510. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken and opening on the radius and posterior side assessed as surgical damage, missing piece of shell assessed as inconclusive and observed broken on the posterior side assessed as surgical impact opening. (Shell thickness within specification) as per the investigation procedure, non-penetrating nicks, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture, diagnosed by ultrasound. Healthcare professional reported capsular contracture, baker grade ii with pain. The device has been explanted.